Manufacturer narrative:
1038671-2023-00639 report number multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00639. The revision reported may have been the result of both patient-related conditions and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and osteolysis. However, this cannot be confirmed as the explanted devices were not returned for evaluation, and radiographs and photographs were not provided. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a right knee replacement. Approximately 9 years and 2 months after the initial procedure the patient had a right knee revision. Due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device. As reported via legal documentation, this patient with a history of a right total knee arthroplasty with a recalled implant. The patient was evaluated in clinic and found to have aseptic loosening. She was indicated for revision total knee arthroplasty. Revision total left knee, replacement tibial and femoral components postop diagnosis: periprosthetic osteolysis of internal prosthetic right knee joint revised to smith and nephew & stryker. The patient was transferred in stable condition to recovery unit. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.